Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17023. It was reported during the pt's scs system replacement procedure, at the surgeon was preparing to implant the scs lead, the neuromonitor indicated a decrease in the pt's lower extremity sensor and motor responses. The procedure was completed and neuro testing yielded normal results. Further investigation identified the pt experienced leg weakness as well as burning pain in his right leg post-operative which were occurring prior to the procedure but were intensified. Additionally, a sjm rep was unable to achieve effective right leg stimulation with programming. Although the physician determined progression of the leg weakness might require a system explant, the pt reported the weakness had improved. On (B)(6) 2013, f/u identified the pt was undergoing physical therapy before considering other options to resolve the issues. Further investigation identified although the pt was progressing, on (B)(6) 2013, he was taken to the ER due to immobility of the lower extremities and could only move his big toes. Subsequently, the physician explanted the scs system. Moreover, the neuromonitor did not indicate any response during the explant. Furthermore, upon explanting the system, the physician noted a possible infection as the physician found a significant amount of fluid and pus in both the pt's scs lead implant and scs ipg pocket sites. The sites were flushed, drained and would vac was applied. The pt is receiving intra-venous antibiotics and culture results are pending. Also, the sites are to be re-opened and cleaned at a later date.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.